Event description:
Prbc's (packed red blood cells) hung by registered nurse (rn). Rn primed blood tubing, portion of tubing not primed was clamped and clamp was adjusted, and blood started to leak from hole in tubing. Primed side of tubing was clamped to prevent further leakage. Bd alaris pump blood tubing set lot#: 22066161. New tubing obtained and primed by rn. Transfusion started per policy. Risk closure comments: appropriate action was taken. If tube leakage occurs more often, then will save tubing and investigate further.